Event description:
Additional information was received from the patient. Pt reported that the ins is not working very good for her anyway; pt inquired about having the ins removed; pss redirected pt to hcp. Pt stated that the leads are not connected; pss was understanding that the leads are not connected to the ins itself. Pt stated that she can't find a hcp that will deal with the ins anymore; pss offered to e-mail the pt a physician locator listing to the pt/pt accepted. Pt stated that the ins is not functioning properly and is only working at like 50% so it's bad. Pt called for MRI compatibility; pss reviewed requested information and walked the pt through accessing MRI mode; pt noted seeing head/brain-only eligibility while in MRI mode. Pt advised that the MRI is for her knee as she needs to have her knee replaced; pt did not allege that this was in any way related to the mdt device/therapy. Pss provided the pt with the ts phone number for pt to provide to hcp for further information.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: 2009-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported it was still not working. Issue not resolved as patient was unable to find a doctor that would take workmans comp.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2009, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s follow-up appointment is not until (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has met with reps on two occasions to read just the ins. The patient is still not getting adequate coverage. The patient reported "five of the leads are not working at all" (the patient is believed to be referring to the electrodes on their lead). The patient's stimulation output issues and high impedances have not been resolved. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2009 product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 18-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that during the patient¿s procedure to replace their implantable neurostimulator (ins) with a new ins, the physician had a difficult time removing the leads from the old ins. They added that the physician also had a very difficult time placing the leads inside of the new battery. The rep stated that when the leads were inserted into the new ins, the majority of electrodes were above normal impedance limits. The rep mentioned that at the time of post-operative care, they were not able to get sufficient stimulation to the patient¿s toes. It was noted that the physician tried several times to clear the leads off. The rep stated that the physician could see swelling of the leads at the base of the last electrode. They mentioned that the leads are not able to be returned at this time because they are still implanted. No further actions have been taken at this time. The issue has not been resolved. The rep stated that nothing will be resolved until post-operative programming is done to see if coverage is possible. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-apr-08. The patient is having an MRI because they have been having bad headaches since the last device was placed. After the new device was implanted, they didn¿t change the leads and 5 of the leads are not working at all. The patient thinks that the healthcare professional (hcp) knew there was a problem. No one talked to the patient following the replacement. Since the 5 leads are not working the patient is not getting relief in their feet and all of the stimulation is in their ribs. The stimulation is to help with burning in their feet and lower back but it is not doing what it needs to be doing. When patient services inquired about the broken leads, the patient stated that they had a fall in the spring of 2018. They have cried as it is a very difficult situation to be in. Their issues have been since implant. The patient was sent an hcp listings because the patient indicated that no one is managing it well. No further complications were reported/are anticipated.